Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) triggered elective replacement indicator (eri) faster than expected. It was noted that the battery voltage was unchanged from a device check five months prior when the longevity was estimated at 9 months. A device replacement procedure was scheduled. No patient complications have been reported as a result of this event.